Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported event (distal cover detachment) was likely caused by the following: 1. Chemicals such as an anti-fogging agent adhered to the distal cover, causing damage by chemical attack. This made it easy for the distal cover to come off the scope. 2. The distal cover was not properly attached to the scope. This made it easy for the distal cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4, section 4.1 ¿ detection method. Operation manual: chapter 3, section 3.5 ¿ preventative measures. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use distal cover came off during a therapeutic endoscopic retrograde cholangiopancreatography procedure and was discovered in the patient¿s esophagus during the post-operative check. In addition, after the cover was collected, it was noticed that the part near the center was cracked. It was stated that it was not in the central part of the cover. There were no reports of patient impact. The related patient identifiers are as follows: (B)(6) maj-2315 single use distal cover, (B)(6) tjf-q290v evis lucera elite duodenovideoscope. This medical device report is for patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.